Manufacturer narrative:
(B)(4). It is not clear at this point if the device is available. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available

Event description:
As reported by the ous affiliate, in the middle of an operation a codman pattie was not properly secured with string. Another lot was used to complete the surgery. There were no reports of delay or patient harm.

Manufacturer narrative:
Complaint sample received and complaint confirmed. Pattie arrived with short string welded only at the edge of the pattie. A DHR review was completed for lot hd2230 and no anomalies were observed. The 1/2" x 1" patties are produced on a hybrid machine where the stack is created in an automated process then inspected and carded by the operator. It is likely that the machine cut the string too short and the resulting string was laid on the pattie with the short end being the side that is welded. Just the end of the string was welded. The operator missed the string shortness during the visual inspection. Retraining of the operators has been initiated. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.